Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. Damaged haptic after implantation. Product replaced with another lens immediately during surgery. Patient health not impacted. Imdrf code: a0414, material split cut or torn. Iol was explanted on (B)(6) 2023.

Event description:
Event occurred in china. Damaged haptic after implantation. Product replaced with another lens immediately during surgery. Patient health not impacted. Imdrf code: a0414, material split cut or torn. Iol was explanted on (B)(6) 2023.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: d9 - corrected to no. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Product appearance check was not performed. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60r). From our investigation, we couldn't confirm the reported event. No root cause was determined based on findings of investigation result. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.